Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, malfunction, cylinder leakage.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device, the additional patient information, and the additional device information received. A titan otr pump and cylinders were received for evaluation. A small separation was noted within an area containing burn-like marks in the bladder of cylinder 1 indicating contact with a cauterizing tool. Testing revealed this to be a site of leakage. Surface abrasion was noted on the pump exhaust tubing to cylinder 2 and the pump inlet tubing. No functional abnormalities were noted with pump and cylinder #2. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. Because the information received did not indicate any factors that may have contributed to the reported event, and because no functional abnormalities were noted other than instrument damage, quality is unable to confirm the reported complaint. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed separation within burn marks in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation within burn marks most likely occurred during or after explant. Because no visual or functional abnormalities other than instrument damage were observed, quality is unable to confirm the complaint. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.